Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of medication aspiration in a male patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started denture adhesive powder-double salt. At an unknown time after starting denture adhesive powder-double salt, the patient experienced medication aspiration, foreign body in pharynx and esophageal stenosis. At the time of reporting, the outcome of the events was unknown. This consumer reported that when he went to put his dentures in his mouth with the super poligrip powder, he inhaled which was logged medication aspiration, it got stuck in his throat, the powder closed off his esophagus and he indicated that he almost died. Follow-up information received (B)(4) 2011, which upgraded the case to serious: consumer reported additional adverse events of could not breathe, choking and sore throat. The events of could not breathe and choking have resolved but the event of sore throat had not yet resolved. Medical intervention was not sought or required.